Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4) (previously ni). H4: device manufactured between august 16, 2019 to august 17, 2019.. H10: the device was received for evaluation. A visual inspection was performed and observed particles embedded in the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was not verified as the sample was found to meet product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
The event occurred between (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red dot on the line was observed in an extra large volume intermate. This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.